Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser was not firing and the system was not functioning properly. Event details and patient involvement is unknown. No additional information is expected for this report.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able resolve the issue remotely and confirmed the system was functioning as intended. The system was manufactured on april 6, 2015. Based on quality assurance assessment, the product met specifications at the time of release. The system functioned as intended. The root cause of the reported events cannot be determined conclusively, as the system was not confirmed by the company representative. The manufacturer internal reference number is: (B)(4).